Manufacturer narrative:
The tech found two brake casters were damaged and three caster supports were broken. The tech replaced the casters and supports to repair the bed.

Event description:
Info received indicates the brake is not holding.